Event description:
N/a.

Manufacturer narrative:
Additional information was requested from the customer had switched out a cardiosave console, did not require assistance switching consoles, that all functional and safety checks to meet factory specifications were performed, and all passed. The iabp was then cleared for clinical service.

Manufacturer narrative:
Device not returned: additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that during use on a patient, the cardiosave intraaortic balloon pump (iabp) alarmed "overtemperature" and shut down. The iabp was switched for another. No patient harm, serious injury or adverse event was reported.